Manufacturer narrative:
Event date is estimated. A patient had their system explanted due to infection was reported to abbott. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer report number: 3006705815-2023-00792. Related manufacturer report number: 3006705815-2023-00794. Related manufacturer report number: 1627487-2023-00632. Related manufacturer report number: 3006705815-2023-00796. It was reported that the patient experienced an infection. As a result, the patient's scs system was explanted in (B)(6) 2023.